Event description:
Patient had loose patella component. Implant was removed and poly exchange was performed.

Manufacturer narrative:
An event regarding patellar loosening involving a duraco tibial insert was reported. Although the pre-operative notes indicate tibial insert wear, this was not confirmed at revision surgery. Based on the provided information, there is no indication that the product reported in this investigation may have contributed to the reported event. No further investigation is required at this time.

Event description:
Patient had loose patella component. Implant was removed and poly exchange was performed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned to manufacturer.